Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was presented to clinic on (B)(6) 2012 for a tear on the stylistic portion of the percutaneous lead and upon interrogation of the lvad, it was discovered that a pump stoppage event had occurred 2 days previous. Waveforms were transmitted tot he manufacturer. On (B)(6) 2012 the patient came back into the clinic for a series of chest and percutaneous lead x-rays. With interrogation of the vad, several pump stoppages were recorded. The patient denies feeling dizzy or lightheaded but does feel the lvad revving up, with chest and heart pain caused by irritation. It was also noted that the patient was able to reproduce the event by manipulation the percutaneous lead which caused a shock to the patient. Discussions between the clinical team and the manufacturer will take place to determine if a percutaneous lead repair is appropriate.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.